Event description:
An 8f angio-seal vip was selected for use. The insertion sheath was pulled back into the rear-lock position and both audible clicks were heard. The entire assembly could not be pulled back at this point. The vessel was recannulated and a percutaneous intervention was performed to remove the device. Pedal pulses were present and the pt is doing well. It was noted that there was vessel calcification which may have contributed to the event.

Manufacturer narrative:
A final report will be submitted when the investigation is complete.